Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The customer received a blood glucose reading on the contour next one that was 30mg/dl higher than the lab reading. Specific results were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. Replacement product was not sent to the customer.